Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 94 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. No damage was noted on the keypad traces during visual inspection. The insulin pump had cracked reservoir tube lip. No anomalies were noted on the lcd connector.